Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was seized, blocked and rough running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty material. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the power drive device had heavy irregular running of device motor. It was further reported the device stopped working on occasion. During in-house engineering evaluation, it was observed that the motor was blocked, seized and running rough. It was not reported if the device was used in surgery or if there was patient involvement. It was reported that there were no delays in a surgical procedure and a spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.